Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. No tears or holes were visible in the balloon. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the presence of contrast media in the inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the media in order to aid the inflation attempts. The device was attached to an encore inflation device and positive pressure was applied. A 9mm longitudinal tears leak was identified along the main body of the balloon. An examination of the marker bands identified no issues which could potentially have contributed to this complaint. All blades were fully bonded onto the balloon with no issues identified. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the marker bands. A visual and tactile examination found no issues.

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed, 38mm x 3.0mm target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 10/2.75 flextome cutting balloon was selected for use. During procedure, at first inflation, it was noted that the balloon ruptured at 10-12atm. The device was removed directly and the ruptured part did not remain in the patient's body. The procedure was completed with another of same device. No patient complications were reported and the patient was stable post procedure.

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed, 38mm x 3.0mm target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 10/2.75 flextome cutting balloon was selected for use. During procedure, at first inflation, it was noted that the balloon ruptured at 10-12atm. The device was removed directly and the ruptured part did not remain in the patient's body. The procedure was completed with another of same device. No patient complications were reported and the patient was stable post procedure.